Event description:
Pt had successful implant of a bifurcated device and two proximal cuffs in 2008. Follow up CT revealed that the proximal most cuff seemed to be caught in a dissection plane and the proximal end of the cuff appeared to be compressed. Two months later, the pt was brought in to treat with a palmaz stent and an additional proximal cuff. The pt is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Pt's pre-existing dissection and operational context contributed to the secondary procedure.